Event description:
It was reported that during a gynecological procedure, the doctor experienced difficulty inserting the disposable into the front of the motor drive unit. The customer used a second disposable device to complete the case with no adverse pt consequence.

Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. If any further info is received or derived from an evaluation, a supplemental 3500a form will be submitted.